Manufacturer narrative:
(B)(4). Batch unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested but not received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Was there any bleeding? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that during a colectomy procedure, the staple line opened after clipping. Procedure was delayed by one hour. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Legs straight. Were there staples missing from the staple line? No. Was there any bleeding? Yes. How was the bleeding controlled? Did another anastomosis. How much blood was lost (ml)? Do not know. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.